Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
Subject: (B)(6). Shoulder ID study. Narrative: patient called the clinic to report pain and a potential shoulder dislocation. He states he raised his arm overhead too quickly. After seeing the patient, the surgeon reported being concerned for either a deltoid strain or acromial stress fracture. The surgeon advised the patient to rest and return to the clinic in two weeks with new images, and she will further assess him at that time.